Manufacturer narrative:
(B)(4). Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and broken battery tube threads. Unit received with blank flashing white display due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch.

Event description:
The customer¿s parent reported via phone call that the insulin pump alarmed when the customer got into water. The customer¿s blood glucose level was unknown. The customer also reported that there was chipping and a crack at the top of the battery compartment. The customer also reported that there was water under the display screen and in the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.